Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2010 the patient underwent the following procedures: posterior spinal fusion, 3-4 and l4-5, exploration of fusion l4-l5, segmental instrumentation l3-l5, removal of hardware at l4-l5 to treat the following pre-op diagnosis: herniated disk, l4-l5 status post fusion, possible pseudoarthrosis l4-l5, transition syndrome l3-4 with bulging disk. Post-op diagnosis: herniated disk, l4-l5 status post fusion, possible pseudoarthrosis l4-l5, transition syndrome l3-4 with bulging disk, pseudoarthrosis l4-l5. Intraoperative findings: "...patient was noted to have loose hardware at the l4-l5 level and motion and the l4-l5 consistent with pse udoarthrosis.." Operative notes: "...morcellized autograft as well as bone graft with rhbmp-2/acs sponge. One large kit was placed in the posterolateral gutters bilaterally. 5 pedicle screws were then placed at l4 and l5 bilaterally. Screws were independent stimulated and found to have good impedance. Two long rods were applied to the pedicle screws and secured.." The patient was returned to the supine position, awakened, extubated and transferred to the recovery room having tolerated the above procedure well and in stable condition. On (B)(6) 2011 the patient underwent the following procedures: posterior spinal fusion, l3-4, posterior lumbar interbody fusion, l3-4, left sided decompression, l3-l4, exploration of fusion, l3-l5, removal of hardware with re-instrumentation polyaxial pedicle screws , l3-l5, interbody cage, l3-l4, local bone graft with rhbmp-2/acs to treat the pre-op diagnosis: herniated disk, l3-4, l4-5, status post fusion with probable pseudoarthrosis. Operative notes: ..."the disk space was irrigated and packed with a small piece of small of rhbmp-2/acs sponge with morcellized autograft products of decompression, which were pushed anterior into the right side. Interbody cage packed with rhbmp-2/acs was then tapped into positon, countersunk to approximately 5 mm. The posterolateral gutters were then packed with morcellized autograft, product of decompression, as well as rhbmp-2/acs sponge with bone graft extender. The l3 screws were noted to be loose,bilaterally.pedicle screws were then placed; seven 5 diameter screws were placed at each level."the patient was returned to the supine position, awakened, extubated and transferred to the recovery room having tolerated the above procedure well and in stable condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.